Event description:
Premature infant required immediate intubation and was intubated with 3.0 ett using satin slip stylette. Upon attempting to remove stylette resistance was met and the tip broke off and remained in the ett tube. Entire tube removed and baby reintubated.